Manufacturer narrative:
Carefusion file identification: (B)(4). (B)(4). The suspect device has not been received at this time by carefusion. If the device is returned then a supplemental report will be submitted after an investigation is completed.

Event description:
The customer reported that the suspect vela ventilator displayed ventilator inoperable alarm and transducer fault alarm. The reported issue was found during testing so there was no patient involvement associated with the reported event.